Event description:
Healthcare provider informed sientra that there was no mesh on one side of the viality unit's internal basket. It was completely missing. Once it was realized, that part of the mesh basket was missing, everything was harvested into a cannister and aborted the viality.

Manufacturer narrative:
Sientra complaint #:(B)(4). Patient age defaulted to "(B)(6)" as patient information was not provided. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint#: (B)(4). Device evaluation: g3, g6, h2, h3, h6, h10. Sientra received the suspected device from the customer and performed a failure analysis. The device was not returned for investigation; however, two pictures were sent of the missing mesh. The pictures of the mesh basket clearly substantiate the customer¿s reported issue. There is missing mesh on one side of the chamber assembly. The edhr was reviewed and the operator who assembled the mesh basket was identified. This operator is not available to speak to as they are not employed at tam. The process to assemble the mesh basket was reviewed as well. During this review it was discovered that the process step 26 for the mesh securement with an inspection. The root cause was found to be the operator error during the manufacturing of the chamber assembly. The mesh basket is built during the chamber assembly process, and the operator did not notice the mesh was missing. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.